Event description:
A fallopian ring was applied to the fallopian tube. The ring locked in place and wouldn't open to release the fallopian tube. Scissors were required to open the ring and a second instrument was required to complete the procedure. There was no harm to the pt and no bleeding occurred.